Event description:
Fire dept personnel were attending to a pt, condition unk. As the defibrillator began to charge, the display flashed an unspecified "svc mandatory" message would not complete the charge cycle. A back up device was present so the pt was immediately switched over and treatment continued. The pt was successfully resuscitated.